Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 4.8 mmol/l on aviva insight meter (system 1) and 2.7 mmol/l on aviva expert meter (system 2). The same vial of strips (lot 495983) was used with both meters. No adverse event reported. Requested return of suspect device for evaluation.